Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a pump that contained water and was not yet implanted. There was no indication of patient interaction. A pending alarm occurred. Pump interrogation indicated a motor stall occurred on (B)(6) 2018. The pump was received on (B)(6) 2018. The manufacturer representative currently did not know the location of the pump. The pump was not implanted. There was no indication of patient interaction. No complications were reported/anticipated.

Manufacturer narrative:
Aware date for the event updated to 2019-jan-03 instead of previously reported 2018-dec-11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the alarm was found prior to an implant procedure on (B)(6) 2019. Per the provided screen shots of the clinician programmer tablet, the pending alarm (service code 142) was for a motor stall that occurred on (B)(6) 2018 at 03:31 with recovery at 16:08. The pump was sent back on (B)(6) 2019.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.